Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished "goodcs" release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure in 2018, and the mesh was implanted. During the procedure, when the mesh was taken out of package, wings broke off. There were no patient consequences reported. Another like device was used to complete the procedure. No further information requested.